Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet received.

Event description:
It was reported by a family member that the patient "was found on the couch dead, no struggle to reach the phone." The family member was questioning if the device should have saved him. The patient had a check 3 days earlier and "received a glowing report on his health." Additional information has been requested and not yet received.